Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. When the pump was powered on an infusion could not be started, because the pump was alarming error codes 1018, 1203, and 1208. The drive complete was replaced in order to resolve these issues. After the drive complete was replaced, volumetric's of 100 ml/hr and 10 ml were performed and tested within specification. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: under infusion.